Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not aspirate during surgery. No sound was heard. The cutter was flushed to check for occlusion, but no occlusion. After replacing only the cutter, a test was performed, but it failed because the display turned black and connection port lamp of cutter blinked. The surgery type was unknown. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.